Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided. Review identified the following: an initial right tha was performed with no complications noted. It was reported the patient presented to the ER with pain and the x-ray showed a dislocation. This was successfully reduced. The patient then went back to the ER due to pain, where x-rays identified a dislocation and a partial fracture of the trochanter. It is unknown when the trochanter fracture occurred, as it was not noted after the first closed reduction. A revision was performed for instability the same day where only the head was revised to an unknown product. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately six weeks post-implantation, the patient was revised due to dislocation and partial greater trochanter fracture. An attempted closed reduction was first attempted and failed. It was decided to revise the head component due to instability. Attempts have been made and no further information has been provided.